Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue. The service technician found a backup battery not connected error in the device error log. The service technician replaced the battery to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the backup battery is not functioning. There was no patient involvement.